Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. We are working on the device history record (DHR) information. Once we get more information, it will be submitted in a supplemental. (B)(4). Device was not returned to mentor.

Event description:
It was reported that the tip of the candy cane one-piece cannula (reusable) 5 mm 26 cm long handle broke during surgery. There were no patient consequences reported.

Manufacturer narrative:
The device history record (DHR) of lot number 15072303 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref. No: (B)(4).